Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Commander delivery system was returned with sheath, two guidewires, and one non-ew catheter. The delivery system was in unlocked position, fine adjust 75% used, flex indicator in partially flex position. The returned device was fully evaluated, and the following was observed: radial and longitudinal balloon burst in 'j' shape with no missing pieces. Balloon spring unraveled. Sheath tip damage and liner bunching. Single wall thickness of the inflation balloon was taken along the edges of the burst location. The measured components were within specifications. The complaints of balloon burst and withdrawal difficulty of the delivery system through the sheath, were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. Reviews of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment, the commander delivery system balloon burst at full inflation'. The balloon was fully inflated per provided information. Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information a definitive root cause was unable to be determined at this time. However, it is possible that patient factors as the presence of calcification can create a challenging anatomy for balloon inflation. After a balloon burst, 'difficulties were encountered to remove the commander delivery system'. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Without further information, the root cause is unable to be confirmed. However, available information suggests that patient (calcification) and procedural factors (withdrawal of burst balloon) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to correct d4 model number. Additionally, the valve size used in this case was 26mm device.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, a patient underwent an implant of a sapien 3 ultra valve via the transfemoral approach in the aortic position. During procedure, a possible balloon burst happened when the balloon was fully inflated and the valve was implanted successfully. There was difficulty removing the delivery system though the sheath and delivery system was cut in half in the balloon area and the front part of the system/balloon was then snared and pulled through the sheath. No injury was reported and no part of the device was left in the patient. The patient was noted to be doing fine after the procedure.